Event description:
This is a case report received from baxter (B)(4). It was reported that on (B)(6) 2011, a home patient reported that during use she got a certain quantity of air in the abdominal cavity (approx. 500 ml). The device didn't display any alarm. There was no report of any problem with the solution bag (code and batch unknown) or cassette (code and batch unknown). In the hospital, no problem was detected with the catheter. No more information will be made available.

Manufacturer narrative:
(B)(4).this event will be investigated under medical device report 1423500-2011-14990.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information is received.